Event description:
Report received of blood leaking from the thermister of a pulmonary artery catheter. The catheter was placed during surgery in 2000. Post-surgery the pt was transferred to the cardiovascular intensive care unit. It was there that they were unable to obtain cardiac index or cardiac ouput readings. At 12 noon, the staff noticed blood coming from the thermister port. An x-ray was done that showed the catheter was placed too far and needed to be pulled back. When the pull back was attempted, "they couldn't, it was stuck." The catheter remained in the pt until the next day, when an anesthesiologist removed the catheter. The total amount of blood loss over the 21 hour period, was 5-10cc's. The pt was transferred out of the cardiovascular intensive care unit. No report received of adverse pt effect.